Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with the correct time/date and monitored. No time/clock anomaly found. The device had a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Event description:
It was reported that the customer was hospitalized and they dropped the insulin pump. Then he was hospitalized again and the doctor recommended has the device check. The customer went from 200 and then dropped to 16mg/dl; he was treated with an insulin drip. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller to correct them. The caller requested a replacement. No further information was provided.